Event description:
The customer described a possible pt burn that occurred at each of the two 5mm trocar sites during a cholecystectomy procedure. The possible burns were encircling each trocar site and were brownish red, crusted over and needed to be cut away prior to suturing.